Manufacturer narrative:
By checking the DHR of the lot #s involved, no pre-existing anomaly was detected on the overall components manufactured with these lot numbers. This is the first and only complaint received on these lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of hip arthroplasty due to dislocation/luxation performed on (B)(6) 2020. According to the information reported, current surgery was the second revision for this patient. Following, clinical history of the patient is reported: primary surgery performed in unknown data. At that time, no lima products were implanted; first hip revision surgery performed on (B)(6) 2020. It was a revision surgery due to a competitor's cup loosening. During this revision surgery, lima components were implanted. On the femoral side, surgeon decided to keep old stem and add bioball as it seemed stable. A month later it dislocated and then presented to emergency. In emergency x-rays were not properly studied. During this event the surgeon believes the double mobility has disassociated, he has seen this happen before; second revision surgery due to dislocation of lima double mobility previously implanted. According to the info reported, the original cemented stem ((B)(6) years old, not lima stem) was removed and replaced with a cemented one (not lima). Surgeon believed the old primary stem's version was the reason for dislocation, this is why he removed and implanted new stem in second revision. The dual mobility system was removed and exchanged for a 36 ceramic liner + ceramic head. The following lima components were explanted: mobile liner int 28 mm 40 mm, product code 5566.50.401, lot#19at1lb, ster.1900354 delta angled spacer 20°# l+5, (not marked in us) event happened in (B)(6).

Event description:
Revision surgery of hip arthroplasty due to dislocation/luxation performed on (B)(6) 2020. According to the information reported, current surgery was the second revision for this patient. Following, clinical history of the patient is reported: · primary surgery performed in unknown data. At that time, no lima products were implanted; · first hip revision surgery performed on (B)(6) 2020. It was a revision surgery due to loosening of a competitor's cup. During this revision surgery, lima components were implanted. On the femoral side, surgeon decided to keep old stem and add bioball as it seemed stable. A month later it dislocated. In emergency the doctors tried to relocate the head back into the cup but they didn't study the x-ray after this and straight away the patient complained of a grinding sound which was the 28mm head against the 20 degree angled spacer. · second revision surgery due to dislocation of lima double mobility previously implanted. According to the info reported, the original cemented stem (30 years old, not limacorporate stem) was removed and replaced with a cemented one (not manufactured by limacorporate). Surgeon believed the old primary stem's retroversion was the reason for dislocation, this is why he removed and implanted new stem in second revision. Furthermore, he believed that in emergency when surgeon responsible relocated the head into the cup, the 40mm head has edge loaded on the cup and dissociated the double mobility. The dual mobility system was removed and exchanged for a 36 ceramic liner + ceramic head. The following lima components were explanted: mobile liner øint 28 mm ø40 mm, product code 5566.50.401, lot#19at1lb, ster.1900354 delta angled spacer 20°# l+5, not marked in us. The patient was very elderly of slender build with moderate activity levels. No further information was reported. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot #s involved, no pre-existing anomaly was detected on the overall components manufactured with these lot numbers. This is the first and only complaint received on these lot#s. Explants analysis: explanted components were not available to be returned to limacorporate for investigation. Xrays analysis: we received pre-revision xray images taken on (B)(6) 2020 and shared them with the medical expert for clinical investigation. Following, his opinion is reported: "the first x-ray shows a cemented cup that seemingly is loose (pre-revision). I miss the x-rays of (B)(6). The x-rays only 4 days later ((B)(6)) show the cup including reconstruction protruded into the pelvis. The double mobility is disconnected and the cup seems to be loose. I would presume that the surgeon has implanted the cup already (B)(6) in a wrong way. It is not positioned in an anatomical way, too much medially, not using the caudal hook as would be indicated in such a case. As the stem was not exchanged the distance head -cup such has been too long, leading to instability. The surgeon tried to compensate by using an xl-neck but could not fully compensate the mismatch, leading to instability. It is not surprising that in such case the double mobility may disconnect. According to your report the surgeon tried to solve the problem by lengthening the stem. In my personal opinion a wrong decision - revision should have concentrated at placing the cup correctly. I would expect, that protrusion into the pelvis will progress, leading to an even worse situation within some months. In summary I would conclude, that the problem does not derive from the implant but from an unfortunate surgical approach.". According to the medical expert, the acetabular cup was not well positioned and the distance between the cup and the head was too long, leading to instability and disconnection of the double mobility. Furthermore, the involved liner was used in combination with a femoral head not manufactured by limacorporate, although the instruction for use at the time of the surgery reported "the components of delta acetabular system must not be used outside of the allowed combinations or with components belonging to other manufacturer". In conclusion, considering the check of the DHR and the lack of similar complaints on the same lot, and considering the opinion of the medical expert, we can judged this case as due to surgical factor. Event not product related. Pms data: according to our pms data, occurrence rate of dislocation/luxation of the dual mobility liner (product code 5566.50.401÷580) is 0.05%. None of these cases was judged as product related. No corrective action was implemented due to this specific issue. Limacorporate will keep the market monitored.